Event description:
It was reported that a patient received an inappropriate shock due to noise. All documentation had been cleared by the time the patient had been seen. Fluoroscopy confirmed lead fracture and the lead was extracted and replaced. The lead remains in the field and will not be returned. Patient condition was fine post procedure.

Manufacturer narrative:
(B)(4).